Event description:
The reported indicated that at implant, the lead could not pass through the tricuspid valve. When trying to insert and extract stylet repeatedly to pass the lead through the valve, the stylet was stuck. After extracting the lead, the coil was found to be compressed. The device was not implanted.